Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not connect the capd solution bag ¿tubes properly due to this fluid was leaking¿ which led to the break in aseptic technique. The peritonitis was manifested by abdominal pain. On an unknown date in the same month as receipt of this report, the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal (ip) injection amikacin (50 milligram, once a day, ongoing) and ip injection salbactam (4.25 gram, once a day, ongoing) for peritonitis. Dianeal therapy was ongoing. Action taken with extraneal therapy was not reported. Two days prior to receipt of this report, the patient was recovered from this peritonitis event and the patient was discharged from the hospital. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.